Event description:
It was reported that when using the bd pyxis¿ medbank tower aux issue button was missed when user tried to issue medication to the patient.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that trying to issue medication, but issue button was missing. A technical support specialist (tss) restarted the application and asked the customer to try again; the button appeared and was able to issue the item without any issue. The system functioned as intended after the technical support specialist repaired the device.